Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure® micro-insert remained in the cornual area of uterus/migration of essure device"), uterine perforation ("perforation(uterus)"), device breakage ("migration of essure location of device: piece in uterus") and menorrhagia ("heavy bleeding during menstruation/prolonged menses/abnormal bleeding(vaginal,menorrhagia)") in a 31-year-old female patient who had essure (ess205) (batch no. 606117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, dermoid cyst, lactation disorder and post procedural pain. Concurrent conditions included neck mass, right lower quadrant pain, ovarian cyst and adnexal mass. Concomitant products included hydrocodone and ibuprofen. On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagia)"), fatigue ("fatigue"), nausea ("nausea"), ovarian cyst ("ovarian cysts"), rash ("topical rashes/rashes or skin conditions"), pruritus ("itching/skin conditions type:skin itching"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), visual impairment ("vision/eye problems") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/severe pain/cramping"), back pain ("severe, lower back pain,back pain"), menstrual disorder ("abnormal menses"), malaise ("malaise"), headache ("headaches"), folliculitis ("folliculitis"), vaginal infection ("vaginal infections") with vaginal discharge, constipation ("constipation"), depression ("depression"), endometriosis ("endometriosis"), alopecia ("hair loss"), cyst ("tumor/teratoma/cancer-type:cysts"), uterine pain ("uterine pain"), polycystic ovaries ("polycystic ovary syndrome") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with cyst removal, surgery (she underwent endometrial ablation on (B)(6)2011, hysterectomy with bilateral salpingectomy., removal of right dermoid cyst. Left simple ovarian cystectomy, bilateral removal of essure and bilat and right salpingo-oophorectomy on (B)(6)2006,partial hysterectomy and left ophorectomy on (B)(6)2016) and she underwent fulguration of endometriosis on (B)(6)2011.. Essure (ess205) was removed on (B)(6)2016. At the time of the report, the device dislocation, uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage, fatigue, headache, nausea, rash, dyspareunia, alopecia, migraine, cyst, visual impairment, dysmenorrhoea and abdominal pain had resolved and the device breakage, abdominal pain lower, back pain, menstrual disorder, weight increased, malaise, folliculitis, vaginal infection, ovarian cyst, pruritus, constipation, depression, endometriosis, uterine pain and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, constipation, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, folliculitis, headache, malaise, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, polycystic ovaries, pruritus, rash, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date:(B)(6)2006/(B)(6)2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2005: total bilateral occlusion; in (B)(6)2005: results: full occlusion of plaintiff's fallopian tubes.. Pathology test - on an unknown date: right adnexal mass, excision: - mature cystic teratoma (dermoid cyst). Left ovarian cyst, excision: - benign follicular cyst; in (B)(6)2005: there is a small echogenic tubular structure which extends from the endometrial cavity through the left wall of the uterus and ends external to the uterus.there is no evidence of abnormal mass or fluid.; in (B)(6)2005: 10 mm. Hyperechoic area without shadowing seen in the central portion of the left ovary with a contiguous 4 mm. Cyst.. Ultrasound scan - on an unknown date: showed probable 5 cm hemorrhagic cyst.. X-ray gastrointestinal tract - on an unknown date: shows there to be one essure device in the area of the uterus. It is unclear if this is in the tubal ostia or is in the myometrium. Concerning the injuries reported in this case the following events were confirmed via patients medical record:fatigue,gain lot of weight,vaginal bleeding,nausea,menorrhagia,lower back pain most recent follow-up information incorporated above includes: on (B)(6)2019: pfs+mr received :following events were added : vaginal bleeding,hair loss, migraines, tumor/teratoma/cancer-type : cyst, perforation(uterus),vision/eye problems, dysmenorrhea(cramping), uterine pain, device breakage & abdominal pain .concomitant conditions and product added.lot number added.reporter information added.medical history added.outcome of the event menorrhagia,fatigue,headache,pain,rashes or skin conditions,nausea,migration of essure device was changed from unknown to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left essure micro-insert remained in the cornual area of uterus/migration of essure device\ migration of essure device- location of device: uterus'), uterine perforation ('perforation(uterus)'), device breakage ('migration of essure location of device: piece in uterus'), menorrhagia ('heavy bleeding during menstruation/prolonged menses/abnormal bleeding(vaginal,menorrhagia)') and ovarian cyst ('ovarian cysts') in a 31-year-old female patient who had essure (ess205) (batch no. 606117- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, dermoid cyst, lactation disorder and post procedural pain. Concurrent conditions included neck mass, right lower quadrant pain, ovarian cyst and adnexal mass. Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagia)"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), rash ("topical rashes/rashes or skin conditions"), pruritus ("itching/skin conditions type:skin itching"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), cyst ("tumor/teratoma/cancer-type:cysts"), visual impairment ("vision/eye problems: vision decreased") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/severe pain/cramping"), back pain ("severe, lower back pain,back pain"), menstrual disorder ("abnormal menses"), malaise ("malaise"), folliculitis ("folliculitis"), vaginal infection ("vaginal infections") with vaginal discharge, constipation ("constipation"), depression ("depression"), endometriosis ("endometriosis"), uterine pain ("uterine pain"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdominal pain") and cardiovascular disorder ("blood circulation"). The patient was treated with cyst removal, surgery (she underwent endometrial ablation on (B)(6) 2011, hysterectomy with bilateral salpingectomy, oophrectomy, removal of right dermoid cyst. Left simple ovarian cystectomy, bilateral removal of essure and bilat and right salpingo-oophorectomy on (B)(6) 2006,partial hysterectomy and left ophorectomy on (B)(6)2016) and she underwent fulguration of endometriosis on (B)(6) 2011.. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage, fatigue, headache, nausea, rash, dyspareunia, alopecia, migraine, cyst, visual impairment, dysmenorrhoea and abdominal pain had resolved, the device breakage, ovarian cyst, abdominal pain lower, back pain, menstrual disorder, weight increased, malaise, folliculitis, vaginal infection, pruritus, constipation, depression, endometriosis, uterine pain and polycystic ovaries outcome was unknown and the cardiovascular disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cardiovascular disorder, constipation, cyst, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, folliculitis, headache, malaise, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, polycystic ovaries, pruritus, rash, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date:(B)(6) 2006/(B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion; in (B)(6) 2005: results: full occlusion of plaintiff's fallopian tubes.. Pathology test - on an unknown date: right adnexal mass, excision: - mature cystic teratoma (dermoid cyst). Left ovarian cyst, excision: - benign follicular cyst; in (B)(6) 2005: there is a small echogenic tubular structure which extends from the endometrial cavity through the left wall of the uterus and ends external to the uterus.there is no evidence of abnormal mass or fluid.; in (B)(6) 2005: 10 mm. Hyperechoic area without shadowing seen in the central portion of the left ovary with a contiguous 4 mm. Cyst.. Ultrasound scan - on an unknown date: showed probable 5 cm hemorrhagic cyst.. X-ray gastrointestinal tract - on an unknown date: shows there to be one essure device in the area of the uterus. It is unclear if this is in the tubal ostia or is in the myometrium. Concerning the injuries reported in this case the following events were confirmed via patients medical record:fatigue,gain lot of weight,vaginal bleeding,nausea,menorrhagia,lower back pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: blood circulation as a event was added. One event was updated from device dislocation to device expulsion. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure® micro-insert remained in the cornual area of uterus/migration of essure device"), uterine perforation ("perforation(uterus)"), device breakage ("migration of essure location of device: piece in uterus") and menorrhagia ("heavy bleeding during menstruation/prolonged menses/abnormal bleeding(vaginal,menorrhagia)") in a 31-year-old female patient who had essure (ess205) (batch no. 606117-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, dermoid cyst, lactation disorder and post procedural pain. Concurrent conditions included neck mass, right lower quadrant pain, ovarian cyst and adnexal mass. Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagia)"), fatigue ("fatigue"), nausea ("nausea"), ovarian cyst ("ovarian cysts"), rash ("topical rashes/rashes or skin conditions"), pruritus ("itching/skin conditions type:skin itching"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), visual impairment ("vision/eye problems") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/severe pain/cramping"), back pain ("severe, lower back pain,back pain"), menstrual disorder ("abnormal menses"), malaise ("malaise"), headache ("headaches"), folliculitis ("folliculitis"), vaginal infection ("vaginal infections") with vaginal discharge, constipation ("constipation"), depression ("depression"), endometriosis ("endometriosis"), alopecia ("hair loss"), cyst ("tumor/teratoma/cancer-type:cysts"), uterine pain ("uterine pain"), polycystic ovaries ("polycystic ovary syndrome") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with cyst removal, surgery (she underwent endometrial ablation on (B)(6) 2011, hysterectomy with bilateral salpingectomy., removal of right dermoid cyst. Left simple ovarian cystectomy, bilateral removal of essure and bilat and right salpingo-oophorectomy on (B)(6) 2006,partial hysterectomy and left oophorectomy on (B)(6) 2016) and she underwent fulguration of endometriosis on (B)(6) 2011. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage, fatigue, headache, nausea, rash, dyspareunia, alopecia, migraine, cyst, visual impairment, dysmenorrhoea and abdominal pain had resolved and the device breakage, abdominal pain lower, back pain, menstrual disorder, weight increased, malaise, folliculitis, vaginal infection, ovarian cyst, pruritus, constipation, depression, endometriosis, uterine pain and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, constipation, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, folliculitis, headache, malaise, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, polycystic ovaries, pruritus, rash, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date: (B)(6) 2006/(B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion; in (B)(6) 2005: results: full occlusion of plaintiff's fallopian tubes.. Pathology test - on an unknown date: right adnexal mass, excision: - mature cystic teratoma (dermoid cyst). Left ovarian cyst, excision: - benign follicular cyst; in (B)(6) 2005: there is a small echogenic tubular structure which extends from the endometrial cavity through the left wall of the uterus and ends external to the uterus. There is no evidence of abnormal mass or fluid.; in (B)(6) 2005: 10 mm. Hyperechoic area without shadowing seen in the central portion of the left ovary with a contiguous 4 mm. Cyst.. Ultrasound scan - on an unknown date: showed probable 5 cm hemorrhagic cyst. X-ray gastrointestinal tract - on an unknown date: shows there to be one essure device in the area of the uterus. It is unclear if this is in the tubal ostia or is in the myometrium. Concerning the injuries reported in this case the following events were confirmed via patients medical record: fatigue, gain lot of weight, vaginal bleeding, nausea, menorrhagia, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left essure micro-insert remained in the cornual area of uterus/migration of essure device\ migration of essure device- location of device: uterus'), uterine perforation ('perforation(uterus)'), device breakage ('migration of essure location of device: piece in uterus'), menorrhagia ('heavy bleeding during menstruation/prolonged menses/abnormal bleeding(vaginal,menorrhagia)') and ovarian cyst ('ovarian cysts') in a 31-year-old female patient who had essure (ess205) (batch no. 606117-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, dermoid cyst, lactation disorder and post procedural pain. Concurrent conditions included neck mass, right lower quadrant pain, ovarian cyst and adnexal mass. Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal,mennorhagia)"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), rash ("topical rashes/rashes or skin conditions"), pruritus ("itching/skin conditions type:skin itching"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), cyst ("tumor/teratoma/cancer-type:cysts"), visual impairment ("vision/eye problems: vision decreased") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/severe pain/cramping"), back pain ("severe, lower back pain,back pain"), menstrual disorder ("abnormal menses"), malaise ("malaise"), folliculitis ("folliculitis"), vaginal infection ("vaginal infections") with vaginal discharge, constipation ("constipation"), depression ("depression"), endometriosis ("endometriosis"), uterine pain ("uterine pain"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdominal pain") and cardiovascular disorder ("blood circulation"). The patient was treated with cyst removal, surgery (she underwent endometrial ablation on (B)(6) 2011, hysterectomy with bilateral salpingectomy, oophrectomy, removal of right dermoid cyst. Left simple ovarian cystectomy, bilateral removal of essure and bilat and right salpingo-oophorectomy on (B)(6) 2006,partial hysterectomy and left ophorectomy on 12(B)(6) 2016) and she underwent fulguration of endometriosis on (B)(6) 2011. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, menorrhagia, back pain, pelvic pain, vaginal haemorrhage, fatigue, headache, nausea, rash, dyspareunia, alopecia, migraine, cyst, visual impairment, dysmenorrhoea and abdominal pain had resolved, the device breakage, ovarian cyst, abdominal pain lower, menstrual disorder, weight increased, malaise, folliculitis, vaginal infection, pruritus, constipation, depression, endometriosis, uterine pain and polycystic ovaries outcome was unknown and the cardiovascular disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cardiovascular disorder, constipation, cyst, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, folliculitis, headache, malaise, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, polycystic ovaries, pruritus, rash, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date: (B)(6) 2006/(B)(6) 2016 (B)(6) 2006 : salpingectomy (bilateral) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion; on (B)(6) 2005: results: full occlusion of plaintiff's fallopian tubes. Pathology test - on an unknown date: right adnexal mass, excision: - mature cystic teratoma (dermoid cyst). Left ovarian cyst, excision: - benign follicular cyst; in (B)(6) 2005: there is a small echogenic tubular structure which extends from the endometrial cavity through the left wall of the uterus and ends external to the uterus. There is no evidence of abnormal mass or fluid.; on (B)(6) 2005: 10 mm. Hyperechoic area without shadowing seen in the central portion of the left ovary with a contiguous 4 mm. Cyst. Ultrasound scan - on an unknown date: showed probable 5 cm hemorrhagic cyst. X-ray gastrointestinal tract - on an unknown date: shows there to be one essure device in the area of the uterus. It is unclear if this is in the tubal ostia or is in the myometrium. Concerning the injuries reported in this case the following events were confirmed via patients medical record:fatigue,gain lot of weight,vaginal bleeding,nausea,menorrhagia,lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter added. Outcome of the event back pain updated. Removal details added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure® micro-insert remained in the cornual area of uterus") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe pain/cramping"), menorrhagia ("heavy bleeding during menstruation/prolonged menses"), back pain ("severe, lower back pain"), menstrual disorder ("abnormal menses"), pelvic pain ("severe pelvic pain"), weight increased ("weight gain"), fatigue ("fatigue"), malaise ("malaise"), headache ("headaches"), folliculitis ("folliculitis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), ovarian cyst ("ovarian cysts"), rash ("topical rashes"), pruritus ("itching"), constipation ("constipation"), depression ("depression"), dyspareunia ("painful intercourse") and endometriosis ("endometriosis"). The patient was treated with surgery (right salpingo-oophorectomy on (B)(6) 2006,partial hysterectomy and left ophorectomy on (B)(6) 2016), surgery (she underwent endometrial ablation on (B)(6) 2011) and surgery (she underwent endometrial ablation on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain lower, menorrhagia, back pain, menstrual disorder, pelvic pain, weight increased, fatigue, malaise, headache, folliculitis, nausea, vaginal discharge, vaginal infection, ovarian cyst, rash, pruritus, constipation, depression, dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, back pain, constipation, depression, dyspareunia, embedded device, endometriosis, fatigue, folliculitis, headache, malaise, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: full occlusion of plaintiff's fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.